Event description:
It was reported that the guidewire got stuck. A 10 mm x 2.00 mm wolverine coronary cutting balloon was selected for use in the left coronary artery. During the procedure, it was noted that the device was stuck with the guidewire. The procedure was completed with this device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. The device could be loaded and tracked over a 0.014'' guidewire without issue.

Event description:
It was reported that the guidewire got stuck. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use in the left coronary artery. During the procedure, it was noted that the device was stuck with the guidewire. The procedure was completed with this device. No patient complications reported and the patient was stable post procedure.